Event description:
It was reported that customer experienced occlusion issue indicated by alarm 2 followed by alarm 26, with high blood glucose (bg) of 17.5 mmol/l at time of event. Customer changed infusion set and cartridge and resumed pump therapy. Customer delivered a correction bolus via the pump to resolve bg.